Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 104mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had cracked battery tube threads, cracked reservoir tube and lip, and missing end cap sticker.